Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. The customer's blood glucose level was reported to be 420mg/dl. It was reported that the reservoir was empty, but the pump displayed the reservoir had 84 units left. It was reported that the pump did not alarm. It was reported the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was tested using a water fill test reservoir, units left on the status screen matched with units left on test reservoir; the insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads.